Manufacturer narrative:
Device used for treatment and not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A review of the device history records was performed and not complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. A product development evaluation was completed: the threaded portion of the handle is no longer attached. The table top rod cutter was tested to determine if the hardness of the material (1.4021) was within specification (43+4 hrc). From testing lot number 3282179, the hardness of the handle was shown to be 45.6 hrc, meeting specification. A review of the most current revisions of the drawings for part 388.750 was performed as was a review of the materials used to manufacture this device. This device was manufactured in october of 2009, and no design changes have been implemented for this device since that point in time. This complaint may either be a result of the handle not being entirely threaded prior to force being applied/excessive force, or may be attributed to the design and materials, as the transfer of force through the threaded portion of the handle with repetitive loading may be more than this lever arm/handle interface design can withstand. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was performing a vertical expandable prosthetic titanium rib exchange procedure. The surgeon exchanged the lumbar extension rod as it was expanded all the way. The surgeon applied the small stature rib hook and needed to remove it to bend the lumbar extension more. The hook would not remove and the surgeon assessed the set screw was broken somehow. The surgeon removed the entire device and did not replace it. Prior to the rib hook, the table top cutter broke at the thread of the handle while cutting the rod. The universal spine system handle broke while trying to load a universal spine system stick to screw. There was no reported patient harm. There was a 20 minute delay in the procedure. The procedure was completed successfully. The patient status/outcome is reported as satisfactory. This is report 2 of 6 for (B)(4).